Event description:
It was reported the pt lost stimulation sensation while at work today. The pt worked at a nursing home, and there were no problems prior to this event. Troubleshooting was not performed because the pt programmer and recharger were not available at the time. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).